Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further failure investigation was performed by advanced failure analysis and confirmed initial findings. The instrument jaws were analyzed using ftir and signals of blood and aescalap were observed. The discoloration did not go away when the jaws were cleaned with alcohol. The jaws were sent out to a third-party lab for sem/eds analysis. It was found that the surface showed signs of pitting/etching, and a significant amount of oxide formation was observed, indicating corrosion. No signs of oxide formation were observed on a reference sample.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the clinical sales rep (csr) reported that the customer thought the coating of the sealing surface had sealed off the vessel sealer extend, and looked like a thin coating of the device had burned off after using the seal mode. There was no harm but after seeing this they removed the plastic piece and put a new seal on - it appeared the inside the sealing surface had come off. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the sealing surface came off of the vessel sealer. They removed it from the patient along with fragments found inside the patient and completed the procedure using another vessel sealer. There was no indication of an insufficient seal. She believes they were going to send the instrument back.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and reported failure was confirmed. Visual inspection was performed and the instrument was found to have ceramic dots marks on the opposite grip of the instrument. The marks are located where the ceramic dots would make contact to the opposite grip tip. No damage to the ceramic dots were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.